Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a tep (total extraperitoneal hernia repair) procedure, the balloon could not be inflated. There was no injury to the patient, there was no tissue or blood damage/loss, nothing fell into the patient, no intervention was required and the duration of the procedure did not have to be extended. A new balloon was used to complete the case without issue. Additional patient details could not be provided.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.